Event description:
Patient entered emergency room with bleeding varices at 4:00am. During procedure bands one and two on the ligator deployed together. Bands four and five did not deploy at all, but stayed on the adaptor. It is unknown what band three did. Hospital did not know which lot numbers were used. Rep is sending in one each of three unused lot samples that hospital has been using. Patient needed medical intervention.